Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Device evaluated by MFR.: the pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink at 62.5 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 62.5 cm from the tip the hypotube was broken and completely separated. The x-ray was used to verify the broken hypotube. The device could not be functionally tested due to the extreme damage on the device. A pressure of 1.020 reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that an error message occurred. The target lesion was located in the tibial vessel. An angiojet solent dista catheter was selected for thrombectomy procedure. The device made two passes into the vessel during the procedure and upon reinserted, the unit prompted a check saline error message when trying to activate the device. Healthcare personnel (physician) decided to abandoned treatment and lysis the patient overnight to complete the procedure. No patient complications reported. However, device analysis revealed a broken hypotube.